Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #:(B)(4). Stockert generator. Cool flow pump. Pentaray nav eco catheter, model #: d-1282-10-s, lot #: lot:17246915l. Non biosense webster - agilis sheath (catalog #: 408310, lot:4926760). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. During the procedure, a pericardial effusion was found. The injury was discovered when the patient's blood pressure dropped and it was confirmed using an intra-cardiac echo. They performed a pericardiocentesis and .5 liters of fluid were withdrawn. No transseptal puncture had been performed. The generator was set to power control node at 25w. The power was manually titrated from 5w to 25w. The overall time for the ablation at the site of injury (anterior aspect of right ventricular outflow tract) was 15 seconds. The last ablation cycle time at the site of injury was 15 seconds. The flow setting was set to 17ml/min. There were no error messages observed on the biosense webster equipment during the procedure. The patient did not receive any anticoagulation in the procedure. The patient did require extended hospitalization. The patient continued to be intubated in the recovery area and was transferred to the intensive care unit where she stayed the night. The patient would have left the same day had the event not occurred. The patient was stable five hours after the adverse event. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that it was procedure related. The physician believes the adverse event occurred in placing the agilis sheath because he had a difficult time entering the right ventricular outflow tract due to the patient's difficult anatomy. The physician did not believe the event occurred during mapping or ablation as there was no period of high force or any difficulty in mapping.